Manufacturer narrative:
Updated h4 device manufacturer date and manufacturing site based on manufacturing records received on dec 17, 2020. Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 300378091168.

Manufacturer narrative:
(B)(4). Two caravel microcatheters were returned for evaluation (referred to as caravel 1 and caravel 2). Caravel 1: missing of the tip was confirmed. The tip was torn at the distal end of the shaft. Strands on the shaft were disarranged due to accumulated torsion. The shaft surface proximal to the torn end of the tip was circumferentially scratched likely by contacting the calcified lesion. The catheter lumen was narrowed by gathered inner jacket and braid tube, indicating that torsion had contributed to tearing of the tip. Caravel 2: no damage was observed on the tip. Shaft strands were disarranged due to accumulated torsion. No other damage was found. Lot history review revealed no anomaly relating to the reported event. No other similar product experience was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with manipulation had most likely contributed to the observed tip separation on the returned caravel microcatheter. The applied stress would exceed the product design limit when the tip was being caught and restricted its movement by the severely calcified lesion. It was concluded that this event was not attributed to product quality. Instruction for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.); and, [malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter during a pci to a severely calcified 100% occlusion in the mid lad. Caravel was advancing through the lesion in an attempt to swap the wire for a rotawire to do rotablation when the tip broke off. A new caravel was opened to compare and it identified that the tip was detached. Because it was unable to retrieve the separated tip, it was embedded in the lesion and it was unable to be retrieved. The procedure was continued to deploy a stent from the left main to lcx based on angiogram findings to supply blood flow for the lad. The patient was stable throughout the procedure. There were no thermodynamic changes. The patient had been hospitalized and under observation. The rca was also 100% occluded so that the patient would be referred for CABG.